Event description:
On (B)(4) 2013 it was reported that the patient had his device deactivated on (B)(6) 2012 due to burping, gagging, and vomiting. It was reported that the patient would sometimes also vomit blood. The patient was prescribed protonix to help with these events. The device was then reactivated on (B)(6) 2013. During that interim, the patient was not completely better. Patient was turned back on to the following settings: output=0.25ma/frequency=10hz/pulse width=130usec/on time=7sec/off time=10min/magnet output=0.25ma/magnet pulse width=130usec/magnet on time=30sec. The patient's mother wanted a second opinion so the patient was seen by a second nurse practitioner on (B)(6) 2013 and the off time was changed from 10 minutes to 5 minutes to observe the adverse events. The patient soon after started burping which led to gagging, which then let to vomiting. The patient is non-verbal so the nurse could not tell if there is any paralysis of the nerve or the vocal cord. The patient does not have an increase in drooling however. He also has no history of any gi problems. The patient's off time was then changed back from 5 mins to 10 mins. The nurse suggested that the device be disabled completely but the mother refused to do so as she wants the device to remain on. Diagnostics testing was performed and all results were within normal limits with an impedance value of 2723 ohms. The patient is being seen by a gi specialist but no information or results have been obtained yet. Good faith attempts for further information have been unsuccessful.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient had coughing and vomiting when the vns was activated at very low currents and duty cycle. It was stated that he patient had been admitted and scoped and was found to have vocal cord paralysis. The patient's vns was therefore turned off. The vocal cord paralysis was believed to be due to vns stimulation and started when the device was activated.